Event description:
It was reported that during a lobectomy procedure, the device was used at the inferior pulmonary vein. As the doctor felt a difficulty in firing on the way of the first firing, the device was released after the blood vessel was clamped. Although the staples were formed properly, the other staples of the acral part were malformed. The knife did not cut the tissue between the malformed staple lines. Additional suture was performed. Reinforcement product was not used. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the atw45 device was received in good visual condition and with a white reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
An overdose was reported after the patient underwent a pump replacement. The physician was unable to aspirate the catheter at the time of the pump replacement. A priming bolus of 0.297 of morphine 40mg/ml was performed after the pump was hooked up to the catheter in the patient; the patient was bolused the morphine that was in the catheter. They discovered that she had an overdose of morphine while she was still in the recovery room at the hospital. She was in the hospital overnight for observation with the pump running at the same rate. The patient was going to go without the morphine for a period of time since the pump tubing had not been primed prior to hooking the pump up to the catheter. The patient was supplemented with oral medications while she was without morphine. The patient was discharged and was stated to be "doing fine."